Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had a previous issue on the morning of (B)(6) 2017 involving high quality controls (qc) and patient results tested for a1c-2 tina-quant hemoglobin a1c gen.2 (a1c-2) on the cobas integra 800. The field service engineer (fse) had been onsite and the customer thought the issue was resolved since qc was in range. On the morning of (B)(6) 2017 the tech began to run samples and started to get data flags with the qc results. The tech did not realize that patient results from (B)(6) 2017 prior to the qc results with data flags were affected. Patient samples (both flagged and unflagged) were pulled and repeated on a different integra 800 instrument. The customer stated 186 samples were identified that did not match the initial result and had to be corrected. The results in question at this time were low as opposed to high like the issue complained about the morning of (B)(6) 2017. The customer provided erroneous a1c-2 results for 2 patient samples that had been reported outside of the laboratory. Patient 1 initial a1c-2 result was 9.4%. On (B)(6) 2017 the repeat result was 12.1%. Patient 2 initial a1c-2 result was 4.8%. On (B)(6) 2017 the repeat result was 6.1%. Corrected reports have been provided to the physicians for all patients affected and no adverse events were reported. The a1c-2 reagent lot number was 12802301 with an expiration date of 08/31/2017. The field service engineer (fse) visited the customer site and was not able to reproduce the customer¿s issue. The fse recalibrated and ran quality controls (qc). A flow check was performed and the customer ran precision and correlations. Calibration and qc results were acceptable. Flow checks were successful, precision results were within specification and the customer was satisfied with the correlation results.

Manufacturer narrative:
A specific root cause was not identified. The most likely root cause for the low results was due to a blocked sample probe caused by clots in the sample tubes. The customer stated they have not had any further issues of this nature.